Event description:
The hcp reported that the pump was explanted due to "battery depletion and/or pump failure; unk" after an implant duration of 67 months. Additional information provided by the hcp indicates that the pt was receiving lioresal and had a two week history of itching, "pins and needles feeling" throughout body, anxiety and increased tone in thighs. X-rays were taken and revealed no kinks or disconnects. Side port access revealed free flow of clear cerebrospinal fluid. Oral baclofen and valium were prescribed. The pt was discharged home, but continued to have symptoms. The pump was explanted and replaced. The catheter was functional and remained in place. The daily dose has been titrated up as the pt continues to experience paresthesias in upper extremities and increased tone in the quads. The pt is being managed as an outpatient.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.